Event description:
It was reported that the system had been explanted almost one week prior to the report due to a premature battery depletion. It was stated that on (B)(6) 2013 the patient determined loss of function of the neurostimulator. The stimulator was implanted with 2 subcutaneous leads only on (B)(6) 2013 but had according to manufacturer information an expected lifetime of at least 5 years. More than one week later it was reported that the device was not replaced and that it would not be replaced, because the patient was not willing to try again. The patient was in good condition and would get pharmaceutical treatment.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 97702 prime, serial (B)(4)) found its battery reaching a normal end of life, telemetry and output were okay. The longevity estimate based on parameters from the returned printout (implant duration = 1.8 months): eri= 0.88 mos, eos= 3.88 mos, eri= 0.0 mos, eos= 1.19 mos (with upper amplitude limits). No amplitude value was programmed for a1 and no impedance values were received. Low impedances could dramatically reduce the longevity and life of the battery. When received, the ins was at eos, but the battery had recovered enough to pass the ngt final functional tester. There was foreign material under cover of the connector module. The module also had melted molded rubber. Connector port had foreign material. Shield/can observations showed expanded battery. Analysis of the extension (extension dual quad, serial (B)(4)) found no anomaly. Its proximal end had crushed connector #1. Conductors were stretched. The proximal segment of a lead was observed inside the #0-3 extension distal end. Analysis of the plug and boot (accy kit 3550-29 restr) found no anomaly. Analysis of the silicone anchor found it to be cut and breached. Analysis of the lead (lead 3888 pisces quad) found its distal end conductor broken form overstress/damage; 3 segments were returned, proximal, medial, and distal. Medial segment included electrodes #2 and 3. Distal segment returned had #0 and #1 electrodes. The sleeve was not received for analysis. #1 conductor was broken, #1 electrode sleeve was torn off, not received for analysis. Conductor coils were crushed. Conductors were stretched. Outer insulation was melted, cautery was suspected. Parts of distal end were not returned, #1 electrode sleeve was not received. Distal end was stretched. Distal end electrode #1 was pulled out/off. The proximal end of the returned lead was observed in the distal end of the extension. Analysis of the lead (lead 3888 pisces quad) found its distal and proximal ends conductors broken from overstress/damage; 3 segments were returned, proximal, medial, and distal. Proximal end was stretched. Conductor #0 was broken at the connector weld site. Body insulation was cut through, the lead was segmented. #3 electrode sleeve of the distal end was not returned. Distal end was stretched. #3 electrode of the distal end was pulled out/off. There were open circuits. Only visual test was performed due to returned condition. The proximal end of the returned lead was observed in the distal end of the extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37082-40, serial# (B)(4), product type extension; product ID 3550-29, product type accessory; product ID neu_siliconeanchor, product type accessory; product ID 3888, product type lead; product ID 388,8 lot# unknown, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.